Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen is intermittently unreadable. Reportedly, at times when the touchscreen was illuminated the pixels would not appear normal. Customer stated the screen would have to turn off and then back on to appear normal. Customer's blood glucose level was not impacted. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.